Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any relevant info.

Event description:
Device malfunction: failure to deploy thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily calcified femoral artery after a diagnostic procedure. Reportedly, using a "straight angle" during step 3 (sheath splitting) the thumb advancer met with resistance and could not be removed. The safety release was activated enabling the device to be removed. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.